Manufacturer narrative:
Analysis summary: complaint not confirmed. Upon testing, the device was observed, and could not confirmed and could not duplicate in complaint lab. The unit had power and functioned. Functional testing was done to address the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece. It was reported that the site had the handpiece plugged into the generator which was sparking. There was no impact on patient outcome.